Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100. The customer stated the ci strip was stuck to the bottom of the tray and the biological indicator passed. The customer ran three empty loads confirmed all the biological indicators passed and the issue has been resolved.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). DHR review could not be performed as the lot number is unavailable. Lot trending could not be performed as the lot number is unavailable. Product return is not required since there is clear and sufficient information to determine use-error. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The cause of the issue is most likely attributed to user-error, as the customer indicated that the ci strip was placed at the bottom of the load and also stated the ci strips were stored in boxes that were exposed to light. The instructions of use (IFU) states: - place chemical indicator strip in center of each package to be processed in the sterrad sterilizer. -before and after processing, store away from light, the sterrad sterilization system, sterrad cassettes, hydrogen peroxide and materials that may contain hydrogen peroxide residue. Store away from chemicals including acids and bases, as well as antimicrobial agents including glutaraldehyde, formaldehyde and ethylene oxide. Avoid direct contact with paper or cardboard. The instructions for use (IFU) were reviewed and sent to the customer. The issue will continue to be tracked and trended.